Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that it was working fine and then it went dead. Customer put in a new battery and the settings were gone. Customer's father stated that this happened 3 times today. Several alarms were found in the alarm history. Customer stated that the pump was not stored or not in use for an extended period of time. Alarm was recurring during normal pump use. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided

Manufacturer narrative:
Findings: intermittent blank display due to corroded battery tube. However pump received with normal operating currents. Pump passed the a21 error test and self test. No a17 alarm or a21 alarm noted. No damage found on c13/ib. No moisture damage found inside the pump. A47 alarm confirmed in the history file due to corrupted history file. Pump received with cracked case at display window corners, reservoir tube lip, minor scratched display window and missing end cap sticker.